Manufacturer narrative:
The insulin pump passed the displacement and rewind test. The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on her insulin pump. The customer's blood glucose was 586 mg/dl and she treated with a manual injection. The motor error alarm was received while attempting bolus delivery. Before this occurred, she had received no delivery alarms, and changed her insulin infusion set. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.